Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to erosion. The patient reported to the clinic with device pocket erosion with small hole at the incision site and no signs or symptoms of infection. There were no additional adverse patient effects reported. The ra lead was explanted.